Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
During procedure it was noted that the reservoir leaked when surgeon opened package. Changed the new one to complete. No people involved.

Manufacturer narrative:
Updated UDI: (B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 110mmh2o. The valve was visually inspected: it was noted that the needle base was not retuned with the valve, glue traces were noted where the needle base was, as well as biological debris inside the needle chamber. Without the needle base it is not possible to determine the root cause. Review of the history device records confirmed the valve product code 82-3832, with lot ctlcjw, conformed to the specifications when released to stock in 27th october 2015. Review of the history device records confirmed the valve product code 82-3072 with lot cvhbhm, conformed to the specifications when released to stock in 21st june 2016. The root cause for the dislodgement of the needle base could not be determined as the needle base plate was not returned for investigation. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.